Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose level of 473 mg/dl. The customer treated with insulin syringe. Customer's blood glucose value was 401 mg/dl at the time of the call. Customer's wife reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was not completed. Customer's wife declined to check their settings. Customer's wife was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.